Event description:
The patient reported that a cannula did not insert into the skin properly while wearing the pod for less than 1 hour. The pink slide did not move forward nor did they feel the cannula enter the skin. The patient stated that the cannula appeared bent and facing downwards. In addition, the edges of the adhesive were sticking to each other rather than to the skin. No blood glucose readings were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.